Event description:
It was reported that during a laparoscopic ventral hernia repair procedure, the anchors were sporadically coming out of the device. The procedure was completed with another like device. There was not pt consequence.